Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and pacing impedances less than 200 ohms. It was determined that this product had an insulation anomaly. The patient underwent a surgical procedure and this lead was surgically capped and abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.